Event description:
Iabp failure. Pt was taken to the cath lab and was found to be having extensive critical cad with cardiogenic shock requiring iabp-then emergent CABG. During transit to or thee was pump failure, pt went into hypotension requiring changing to another balloon pump. Iabp was life saving to this pt and was dependent on it.